Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 302mg/dl, 154mg/dl. Tests were done <10 minutes apart with a difference of 58%. Patient did not experience any adverse event. No further information has been reported.